Event description:
Boston scientific received information that this right ventricular lead had high thresholds and was suspected to have dislodged. Thus, this lead was explanted and replaced. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.